Manufacturer narrative:
Pump passed the displacement test but failed during prime/a33 test due to loose drive support disk. Unable to verify no delivery alarm due to loose drive support disk noted.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose was 82 mg/dl. Customer stated the insulin did not exit and insulin pump alarmed no delivery. The device will be returned for the analysis.